Event description:
Complaint is reported as: "pre-tested without problem. Placed in pt's throat. Then after a short while leakage from the cuff." The pt was re-intubated with a new tube. The condition of the pt is unk.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.